Manufacturer narrative:
An event of difficulty to advance and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported advancement difficulty could not be determined. It is possible that procedural and/or anatomical circumstances contributed to the reported advancement difficulty; however, this cannot be confirmed. The reported deformation was consistent with damage during use. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 3mm. The patient did not have a tortuous anatomy. Baseline was a normal sinus rhythm. Membranous septum was measured to be 3.0 mm. There was no calcification present in the left ventricular outflow tract (lvot). Fluoroscopy was performed; pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the ds was not able to be advanced into the patient's anatomy. Radiopaque tip had been overdriven into the valve capsule, and a deformation was noted in the valve capsule.18 fr introducer sheath (is) was inserted; no difficulty in advancement. The valve was able to be implanted successfully at a depth of 1mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc) with two recaptures. No paravalvular leak (pvl) was noted; final gradient was 5 mmhg. Post-implant, patient developed with left bundle branch block (lbbb). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. No intervention was reported to treat the event (lbbb); however, the patient continued to be monitored. The patient was discharged.